Event description:
Additional information received from a healthcare provider indicated the last reported weight of the patient was (B)(6) (as of (B)(6) 2017).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who received compounded morphine (19mg/ml, 9. 5mg/day) and compounded baclofen (5.4mcg/ml, 2.7mcg/day) in an implantable pump for non-malignant pain. The patient lived in (B)(6) and was scheduled for a refill on (B)(6) 2017. The patient decided not to get the pump refilled and skipped the appointment. The hcp was able to reach the patient on (B)(6) 2017 to discuss the decision and tried to get the patient to get their pump refilled. The patient opted to forgo their refill as "no more refill kits were being made, the pump was old, and the port was worn out." The patient called hcp on (B)(6) 2017 and indicated about a week ago they experienced increased pain. The hcp said the patient had no significant withdrawal problems. The patient now wanted the pump to be refilled. The pump had been dry for at least the past 12 days (based on hcp calculation). The date of incidence was (B)(6) 2017. Per the hcp, due to the danger of the crystalline particulate accumulation, the decision was made not to refill the pump "due to the risk of damage to the patient's pump or the patient." No further complications were reported/anticipated.